Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
It was reported that during active operation, the autopulse battery failed and manual CPR was initiated. The patient was pronounced dead at 20:20 from cardiac arrest. Additional information provided by the customer on (B)(6) 2013: customer could not provide any additional information regarding the event but confirmed that the autopulse was in use at the time when the patient was having a cardiac arrest. The device failed and they had to revert to manual CPR. Customer had no further information regarding the patient's previous condition, time and date of death.